Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6)2026. On (B)(6) 2026, the patient¿s wife stated the sensor was showing unstable values, with arrows and numbers changing unexpectedly. No specific cgm values were reported, but the reporter was advised to remove and replace the sensor. Because it was late, the sensor was not removed at that time, and she planned to replace it the next morning. At approximately 2:00 am on (B)(6) 2026, the wife noticed that the patient appeared uncomfortable, uneasy, sweaty, and somewhat disoriented. A fingerstick was taken and the cgm reading was 75 mg/dl, and the blood glucose reading was 33 mg/dl. She gave the patient 8 oz of soda and called 911. When ems arrived, a fingerstick blood glucose check showed his level had increased, though the exact number was not recalled. The patient was given a sandwich. Ems stayed for about 1.5 hours and left once his blood glucose levels were stable. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2026. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.